Event description:
A patient underwent for biopsy procedure using magnum instrument. It was reported that when pulling the trigger of the magnum driver, while pulling the trigger it is not firing, or it fires by itself intermittently. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number (B)(6) was received at the bard brasil ind e com ltda. The magnum driver was visually inspected upon receipt and was found to be in good physical condition, without presence of blood. The device was functionally tested and passed the tests identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fails to fire issue, and the investigation is determined to be unconfirmed for the reported device fires by itself intermittently issue. The root cause for reported device fails to fire issue cannot be determined as the problem could not be reproduced. The root cause for reported device fires by itself intermittently issue cannot be determined as the problem could not be reproduced. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date, unique identifier (UDI) #), g2, g3, h5, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when pulling the trigger of the magnum driver, while pulling the trigger it is not firing or it fires by itself intermittently. There was no patient involvement.